Event description:
The patient was admitted from (B)(6) 2024 to (B)(6) 2025.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a major pump related driveline infection. The type of infection was unknown. Surgery and drug therapy were performed. The cause of the infection was due to the condition of the patient and complicated medical management. It cannot be ruled out to be device related even though it was considered to be unrelated. The surgical procedure completed was a translocation. Historically related mfrs for driveline infection are 2916596-2023-08425 and 2916596-2024-05138.